Event description:
Facility stated that while staff members were assisting patients with raising the leg rest their fingers allegedly got pinched. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model and serial number/date code are unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The staff members were assisting patients with raising the elevated leg rests by grasping the leg rest on the side with the mechanism scissors attached. The staff members were reminded that the manual directs them to grasp the long side away from the scissors. Staff is now aware, have in serviced their people and are adding mechanism side covers. The maintenance history of the device is unknown.